Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 300 mg/dl. The customer's mother specified that the patient attempt to replace battery but it did not clear the issue. The customer stated that the device has been bumped a few times in the past. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer stated did treat high blood glucose with syringe per healthcare provider and no symptoms during the call.